Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that there were three instances where the line failed to work properly (the line will not flush). The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 23049033 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that prior to use while flushing with bd extension set (microbore) 152 cm (60 in) the line was occluded. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by customer that there were three instances where the line failed to work properly. The line will not flush.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use while flushing with bd extension set (microbore) 152 cm (60 in) the line was occluded. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by customer that there were three instances where the line failed to work properly. The line will not flush.